Event description:
The device result was 435 or 455 mg/dl and his wife doses 6u humalog on a sliding scale. Ninety minutes later she experienced hypoglycemic symptoms and her glucose was 70mg/dl. He treated her with a glucogan shot and orange juice. The device was replaced and requested to be returned for evaluation.